Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom has issued a rga for distributor to return the device to be investigated. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded data log confirmed a firmware error as well as a hardware error. The customer complaint of a hardware error was confirmed. A CAPA has been initiated for this issue.